Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an alert for excessive charge time eos (end of service). Concomitant product: 4470, lead, implanted: (B)(6) 2007; 6947m62, lead, implanted: (B)(6) 2012.

Event description:
It was reported that on interrogation several days prior, the recommended replacement time (rrt) flag had not triggered, however the battery voltage was now at end of service (eos) with excessive charge time and a there was a message to replace the cardiac resynchronization therapy defibrillator (crt-d) immediately. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device found high internal battery resistance. Analysis of the device memory indicated an alert for excessive charge time eos (end of service). Hybrid analysis confirmed the low battery voltage and found the system current drain to be nominal. The nominal charge time when using the external supply indicated that the hybrid and therapy capacitors were charging efficiently. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Battery analysis saw partial lithium (li) severing.the observed li-severing is consistent with the increased battery impedance. A charge timeout was observed that triggered and end of service (eos) prior to explant. The charge timeout resulted from an increased battery resistance induced by li-severing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.